Event description:
It was reported that during a closing thoracic duct procedure, an error code 3 occurred. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
The hand piece was returned with the nose cone cracked and a loose mount. It was tested on a generator and gave an error code 7. The analysis was performed and it was found that the hand piece no longer meets the specifications for continuity. The hand piece was disassembled, a torn acoustic isolator and moisture ingress were found. Due to this condition, it may lead for an error code 3 to occur. Causes that may contribute to continuity are pinched wires during manufacturing, poor soldering of wires in cable assembly, dropping of instrument, excessive bending and twisting of cable and/or connector, or end of instrument life. The batch history records were reviewed with no anomalies noted during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.